Event description:
It was reported that the patient was transferred to the cticu from the or while on the kaat 2 plus pump. The patient was then switched to the autocat2 wave pump. The pump alarmed "system error 3" and had a pump message of "pump/valve controller failure." The pump was shut off by the nurse, and then restarted, but pumping could not be initiated, the patient was transferred back to the kaat 2 plus pump without any complications.

Manufacturer narrative:
The arrow field service representative investigated this incident. He found the pcs defective and replaced it. He checked out the pump before returning it to service.